Event description:
Customer claims the alarm has power, but the alarm tone is intermittent when pressure is off the pad. Customer tested alarm with new batteries and new sensors. No visible damage detected on the alarm case. No signs of leakage or corrosion in the battery. Issue was identified during setup. There was no patient injury.

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the alarm tone is not intermittent when pressure is off the pad. The bi-color led on the front of the unit does not work so the green on light and the red hold light do not come on. The voice function does not work. The voice and tone function works but only the tone sounds and the voice does not. The unit passes all other functional tests. There is no damage to the alarm case. (B)(4).